Event description:
In 2008, the lay-user/pt contacted lifescan alleging that a one touch ultrasmart meter kit was missing test strips. The pt indicated that the alleged issue occurred in 2007 on an unspecified date/time. Based on the notes provided, the pt reportedly had symptoms of blurred vision and lightheadedness before the issue occurred. However, the pt claimed that because of the missing test strips, she was unable to test her blood glucose and this caused her to develop symptoms of hyperglycemia. On an unk date/time during the time of concern, the pt received assistance in an emergency room (ER). The pt's blood glucose was tested on an ER/hospital meter, but she was unable to provide the result(s) obtained. The pt was treated with sliding-scale humalog insulin. It would have been helpful to know the following info: the pt's testing frequency, her medication and diabetes management regimens, and what changes (if any) the pt made towards the regimens because of the alleged issue. In addition, it would have been helpful to know when the pt's symptoms started, how long the pt was unable to test her blood glucose for, when the pt was last able to test before the alleged issue occurred, what her last blood glucose reading was, and approximately when she received the medical attention. This medical affairs specialist was unable to contact the pt to obtain this addition info. The meter, test strips, and control solution were replaced. This complaint is being reported due to the following conclusion: the pt claimed that she developed symptoms suggestive of severe hyperglycemia and received insulin treatment in an ER as a result of the alleged issue. The pt also claimed that she was unable to test her blood glucose for an unk period of time.

Manufacturer narrative:
Lifescan has requested the return of the subject meter, test strips, and control solution for evaluation, but has not yet received them. If either the meter, strips, and/or control solution are returned, lifescan will evaluate them and, if either the meter, strips, or control solution do not pass inspection, lifescan will inform FDA of the results in a supplemental report.